Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead went into the emergency department with a syncopal episode. It was found that the rv lead was not capturing, and the patient was in complete heart block. The patient had a black eye. A lead revision was completed after finding that pacing thresholds were high, and pacing impedances were high, out of range. The rv lead remains in service at this time. No additional adverse patient effects were reported.